Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, a suture break occurred after retracting the plunger; no suture was present. The device was removed and a second proglide was used with the same results. Hemostasis was ultimately achieved using manual arterial compression. A 6fr sheath was used. There were no reported adverse patient sequelae. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the reported device issue. The plunger, cuffs, link, needle tip and monofilament was not returned limiting the scope of the investigation. The body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were returned and no abnormal observation was found that could have contributed to the reported suture break. Based on the investigation, no product deficiency was identified. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event. A query of the complaint-handling database found no indication of a lot specific product quality deficiency. Four unused sterile proglide devices with the same lot number, 10930j1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.